Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 200 ohms. Technical services (ts) discussed troubleshooting and programming options. Ts recommended lead revision due to lead age and suspected lead integrity issue. No adverse patient effects were reported. At this time, the lead remains in service.